Event description:
Pt (patient) reports leaking from freedom pump. It is unknown if the pt experienced an adverse event or missed a dose due to pump issue. It is unknown if the pump is available for return. Pump serial number is unknown. No further info, details, or dates available. Hizentra 20% pfs (4gm total) dosing and frequency: infuse 8gm (40ml) weekly subcutaneously via freedom pump. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function.